Event description:
It was reported when the device was used during a laparoscopic nephrectomy procedure it fired an incomplete staple line on the third firing resulting in bleeding. The procedure was converted to open procedure to control the bleeding and to complete the case. There were no other patient consequences. The patient is doing well at this time.